Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 500's and heavy ketones on (B)(6) 2015. Customer administered a bolus to treat bg levels before going to the emergency room (ER). While in the ER, customer's ketones were identified as dangerous and/or life threatening and customer was treated with intravenous fluids. Customer was discharged from the ER with a blood glucose of 190 (mg/dl) on the same day. Contact reported that customer then experienced a bg level of 50 (mg/dl) and believed that the intravenous fluids administered during the ER visit caused the low bg level. Customer consumed juice and food to stabilize bg levels. Recommendation was made to contact health care provider and tandem technical support for future elevated bg events.